Event description:
It was reported the patient received the following results within 10 minutes: a result "somewhere in the 800's mg/dl", a result "somewhere in the 500's mg/dl", a result "somewhere in the 300's mg/dl", and 162 mg/dl.